Event description:
The customer reported while using the system in magnification mode, they heard a popping noise. No pt injury was reported.

Manufacturer narrative:
(B) (4). The call was placed for the popping sound when using magnification mode and high using high kv and ma. The ge service rep removed the candle sticks and discovered that the x-ray tube was leaking. He replaced the x-ray tube and found that the candle sticks were swollen and would not fit into the new x-ray tube. He replaced the hv cable. While testing the system, the interlock error message displayed. He ran the filament calibration four times and each time the system failed. He perform the hv generator calibration using a scope and the dead time would not adjust. He replaced the generator board and performed the hv calibration and filament calibration. The system functioned as intended.